Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ambicor cylinders, pump and tubing were visually inspected and examined using a microscope. The tubing was identified as having been cut to separate the cylinder 1, cylinder 2 and pump. Cylinder 1 has a hole in the outer tube which led to a leak when inflated with syringe in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. No damage was identified in relation to the cylinder 2 and pump. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an ambicor penile prosthesis(app) device due to an inflation issue preventing penetration during sexual intercourse. The physician reported that upon examination the device is not properly inflated and the pump is malfunctioning. The app was removed and an inflatable penile prosthesis (ipp) was implanted. A patient outcome of stable was reported.

Event description:
It was reported that the patient is requesting a revision of an ambicor penile prosthesis(app) device due to an inflation issue preventing penetration during sexual intercourse. The physician reported that upon examination the device is not properly inflated and the pump is malfunctioning. A patient outcome of stable was reported.

Event description:
It was reported that the patient is requesting a revision of an ambicor penile prosthesis(app) device due to an inflation issue preventing penetration during sexual intercourse. The physician reported that upon examination the device is not properly inflated and the pump is malfunctioning. A patient outcome of stable was reported. Additional information received that a revision surgery was done on (B)(6) 2019 and the ambicor penile prosthesis(app) device was replaced with an ams inflatable penile prosthesis(ipp) device.